Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "check circuit" alarm occurred. It was determined that the cause was operational failure of active exhalation control module. The active exhalation control module was replaced then the issue was resolved. The device passed final testing and the software was confirmed to be version is 14.2.05.